Event description:
The recipient is reportedly experiencing acute inflammation. The recipient was given steroids.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's edema was treated medically and it resolved. Additional information regarding treatment details will not be provided. This is the final report.